Event description:
Customer reported a cartridge alarm issue with the pump, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a resolution, it was decided to replace the pump, which was under warranty, and the customer was instructed to return the faulty pump using a pre-paid label after placing it in storage mode. During this period, the customer was to use multiple daily injections (mdi) as a backup for insulin delivery.